Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by the force sensor cable being partially detached. Actions taken to mitigate the reported issue: replaced force sensor also replaced plunger cable for preventive measure. Performed power up process and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that system failure error event occurred. No patient injury reported.